Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The catheter was returned inserted through an 8fr introducer sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. The distal end of the balloon was protruding from the distal end of the introducer sheath. The proximal balloon glue joint was visible outside the proximal end of the introducer sheath. A complete circumferential shaft break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification (10x) and the edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the reported retraction issues. Bunching to the catheter was noted 17.0cm from the distal tip. No other anomalies were noted to the catheter. The introducer sheath was examined under microscopic magnification (10x). The proximal end of the sheath was bunched and the distal tip of the introducer sheath was flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was unable to be retracted through the sheath. The balloon was able to be advanced forward out of the sheath. The polyimide was intact and the device remained in one piece. No fiber disturbance or bulges were noted to the balloon. No additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based upon the condition in which the sample was returned, the investigation is confirmed for retraction issues and an outer catheter break at the proximal balloon glue joint. It is likely that the break in the outer catheter was a result of the retraction issues and excessive force used during retraction through the sheath. However, the definitive root cause for the retraction issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the first inflation and deflation of a pta balloon, in the left brachiocephalic vein, the pta balloon catheter was allegedly difficult to retract through an 8 fr introducer sheath. Another balloon was reported to be used to complete the procedure. There was no reported patient injury.